Event description:
Common variable immunodeficiency, unspecified spontaneous ibc from patient stating her freedom pump stopped working. She said that it started in the beginning of infusion and then stopped. No noise was coming from pump, and syringe was not pushing out any medication. Patient states everything was hooked up correctly. Unknown if patient missed a dose; no adverse event reported; unknown if device available for return; unknown lot number. No further information known. Pump used to infuse hizentra at above dose and frequency. Reported to (B)(6) by: patient/caregiver.